Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Perforation is listed as a potential adverse event that may occur and/or require intervention in the instructions for use (IFU) for the diamondback coronary orbital atherectomy device (oad). The IFU also states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur." (B)(4).

Event description:
During a procedure with a diamondback coronary orbital atherectomy device (oad), a perforation occurred. The target lesion was located in the left main coronary artery into the left anterior descending (lad) artery. The lesion was 10-20 mm long with 270 degrees of calcification. On the third treatment pass, the device stopped spinning and became stuck in the patient. The oad was removed from the patient, and a perforation occurred. A covered stent and a drug eluting stent were placed to treat the perforation. The patient was stable following the procedure.